Manufacturer narrative:
Section d1, d4: the customer reported damage to the power supply cord, however, during investigation of the returned product it was determined that the reported damage was actually on the power extension cable, not the power supply. Therefore, the product has been updated from the power supply to the patient electronic system.

Event description:
Correction: the entire patient electronic system (pes) was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed wires of the power supply cord. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to power extension cable in the form of the dc jack connector completely broken off from the pvc overmold the backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed.